Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported fungal peritonitis with subsequent hospitalization. There is a possible causal relationship between the event and a fluid leak with the liberty cycler set that occurred approximately 5 days prior to a pd culture draw resulting positive for fungal peritonitis. The cycler set was not returned for evaluation and the pdrn was not notified by the patient of the fluid leak event. Based on available information, a cause of the peritonitis cannot be confirmed. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized. Per the peritoneal dialysis registered nurse (pdrn), the patient was admitted to the hospital due to a fungal infection in their peritoneum (signs/symptoms unknown). The pd effluent culture drawn at the clinic and was positive for fungus (unknown species) as recognized by its hyphae. Hospital course is unknown. It is unknown if the patient continued pd therapy during hospitalization. The patient was discharged three days later and scheduled for a clinic visit the following day. The patient was then to be treated with diflucan 100mg orally for 10 days and levaquin 250mg orally every other day for two weeks. No further information was available.